Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2014 23:49:05. During night drain cycle three, the patient's ultrafiltration reading was 1255ml, indicating the home patient (hp) drained 1255ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the issue was confirmed through the review of the event history logs. This complaint is an ancillary service event. The cause of the event could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.